Event description:
A nurse reported that a pt was diagnosed with peritonitis, on an unk day in (B)(6) 2014, during a peritoneal clinic visit. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique during treatment: the pt did not wash their hands and did not do a mask. The pt was administered an unk antibiotic, dose, and frequency; via intraperitoneal route. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, the pt's signs and symptoms of peritonitis have resolved, and it is unk if the pt continues taking antibiotics via intraperitoneal route.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested med records and investigations are pending. A supplemental medwatch reports will be submitted when med records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.